Event description:
Info received indicates the brake caster on the right head was locking but the wheel wasn't gripping to the floor.

Manufacturer narrative:
The tech replaced the caster with a different rubber wheel that gripped to the floor.